Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for the investigation. Therefore, retention samples from bd inventory were drawn with horse blood, spun, and evaluated for any barrier issues. All tubes tested had good gel separation. Visual inspection of retention samples did not identify any gel issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. All retention sample testing was satisfactory. Bd was unable to confirm this complaint for poor barrier separation.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was insufficient gel in the tube. The following information was provided by the initial reporter. The customer stated: "there are gel issues. The gel barrier is not acceptable." Additional information: the customer states "the issue has been isolated and lab management is working on informing all people affected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was insufficient gel in the tube. The following information was provided by the initial reporter. The customer stated: "there are gel issues. The gel barrier is not acceptable." Additional information: the customer states "the issue has been isolated and lab management is working on informing all people affected."